Event description:
On (B)(6) 2009 patient underwent MRI 1. Recurrent/residual disc herniation broad based at l4-5, with greater focal extension to the left. Mild compression on the ventral surface of the thecal sac with mild decrease in ap dimensions of the lumbar spinal canal at this point, with narrowing of the neural foramina mild on tile right and moderate on the left. 111e left foramina] disc portion appears to 'make contact with the passage of thee left l4 nerve root. 2. Posterior disc herniation at ls-s I with more focal extension to the light foraminal region where there is a focal area of moderate to severe narrowing of the right l5-s 1 neural foramen and mild narrowing on the left. The foraminal portion of the disc herniation comes into contact with the passage of the right l5 nerve root. 3. Mild straightening of the normal lordosis to the lumbar curvature, most likely secondary to muscle spasm and lumbar myalgia. On (B)(6) 2009 patient was seen for surgical evaluation following an accident on (B)(6) 2008. ¿he complained of low back pain radiating to his bilateral legs, left greater than right. The pain radiates over the anterior aspect of his thigh, to the anterior aspect of his leg, associated with weakness. The patient also complains of constant numbness in his legs and constant pain in all of his toes. The patient complains of low back pain radiating t6 his bilateral legs, left greater than right, associated with weakness, numbness, tingling, and pain radiating all the way down to his foot. The patient states that his right leg also gives out and feels his quadriceps are particularly weak. He underwent physical therapy, which he states did not help him. He also underwent three epidurals, which gave him temporary pain relief. He had a percutaneous discectomy performed in 2008 which he states it did not afford any pain relief. The recent MRI of the lumbar spine reveals a disc herniation right lateral side at l5-s1 compressing right lower l5 nerve root and at l4-l5 left foraminal disc herniation compressing the l4 nerve root. The patient has a fair amount of disc collapse at l4-l5 and at l5-s1.¿ on (B)(6) 2009 patient presented with l4-l5 and ls-s1 disc herniation, discogenlc pain, disc collapse, and "radiculopalhyin" left lower extremity.¿ on (B)(6) 2010 patient underwent posterior lumbar interbody fusion (plif) at l4-5 and l5-s1 using spineology interbody cage and lanx pedicle screws. Mini open "transfocaroinallumbar" interbody fusion at l4-5. ¿prior to placing the cage the iliac crest bone and local autograft bone mixed with rhbmp-2/acs were placed into the anterior most aspect of the disc space in order to aid in the fusion. This was done through the opposite portal. The cage was then placed on the cage insertion device into the disc space. It was "6jled" in the usual fashion using allograft chip bone.¿ on (B)(6) 2010 patient seen for follow up. ¿back pain is very feeling better. He still has persistent dysesthesia in his right leg radiating to the lop of his foot associated with numbness and burning type pain. On (B)(6) 2010 transforaminal epidural steroid injection on the right at l4-l5 and l5¿s1. On (B)(6) 1010 patient seen for follow-up regarding his back. He has had transforaminal injections . He did gain some relief, but he is clearly not pain free. On (B)(6) 2010 patient seen for follow up. Patient ¿complaining of some first toe pain in his right foot. His pain is not improving yet. He is not wearing his brace. He has not started physical therapy as of yet. The patient does however state his back feels excellent. The patient must start physical therapy. He will continue his medications and will follow up with doctor for follow up injection.¿ on (B)(6) 2010 patient seen for follow up status post l4-l5 and l5¿s1 fusion. ¿his main complaint today is dysesthesia along the right leg. He is status post one selective nerve root block on the right l4-l5 and l5-s1 the patient states his main complaint his right leg is extremely sensitive to touch. He has pain. He has descriptions of dysesthesia. He also has been complains of allodynia. The patient states at nighttime he has difficulty laying the sheets on his right foot especially near the great toe. The patient states he is required to place a sock so the sheet does not cause him extra pain. The patient states that since the operation. His low back pain is markedly improved. He states his left leg has also improved. The patient states he has difficulty walking secondary to the pain in his right leg. Patient underwent transforaminal epidural injection at l4-l5 and l5-s1.¿ on (B)(6) 2010 presents today for follow up. ¿he is approximately eight days status post transforaminal epidural steroid injection at l4-l5 and l5-s1. The patient states that overall his leg pain is improved. However. He states that one noticeable improvement is the decrease in the allodynia complaints especially at night with the respect to the bed sheet. He states that his foot does feel warm to him. He feels an increased sensation in his ankle and the patient states it appears to be spreading from his big toe up his foot to his ankle.¿ on (B)(6) 2010 patient underwent right lumbar sympathetic block at l4 for low back pain, status post plif at l4-l5 and l5-s1. On (B)(6) 2010 phone conversation between physician and patient. ¿overall [patient] states he is improving. He states that the symptoms of allodynia are improving. He has decreased component of pain.¿ on (B)(6) 2010 patient underwent right l4-l5 and l5-s1 transforaminal epidural injection. ¿he has no shooting pain. He has no burning or dysesthesia pain, but he does have some numbness in his right foot, right lateral calf, and now left lateral foot as well. He states that it is a little bit better after the shots. He also states that it is a little bit better than it was a few months ago. I think he is having this numbness from the nerve.¿ treatment course: home exercise, medication, vitamins and fish oil. On (B)(6) 2010 patient reported numbness, difficult ambulation, tingling. On (B)(6) 2010 lumbar MRI interpretation: ¿at l4-l5, status post resection of the broad¿based posterior disc herniation demonstrated on prior study. Minimal residual bony ridging indents the thecal sac and produces mild foraminal narrowing bilaterally. At l5-s1, status post resection of tile broad based posterior disc herniation demonstrated on prior study. Bony ridging produces moderate bilateral foraminal narrowing. No evidence of recurrent disc herniation. No evidence of enhancing epidural fibrosis or arachnoiditis.¿ on (B)(6) 2010 patient seen for physical therapy. Patient ¿complains of weakness of the right lower extremity (rle) musculature, causing difficulty with ambulation. He stated that his right foot feels numb and causes difficulty in walking. He also complains of aching pain in the left quadriceps felt after 10 minutes of walking.¿ on (B)(6) 2010 patient seen for follow up status post bilateral plif at l4-5 and l5-s1. Patient complained of ¿persistent nt to great toes, right foot, right lateral calf. MRI shows resection of all soft disc, some persistent foraminal narrowing due to osteophytes.¿ on (B)(6) 2010 patient see for follow up. ¿he does not have a whole lot of axial pain at all. He has a little bit of numbness in his left toe. Treated with medication.¿ on (B)(6) 2010 lumbar x-ray interpretation: ¿there is slight decreased height the l4-5 and l5-s1 intervertebral disk spaces. No other changes are noted.¿ on (B)(6) 2010 patient underwent removal of hardware r l4/5, l5/s1 exploration of fusion and scar revision right back. On (B)(6) 2010 patient seen for follow up status post removal of hardware to free up the nerve about three weeks ago. ¿he still has some weakness and numbness in the left leg. Patient needs physical therapy and acupuncture.¿ on (B)(6) 2011 patient seen for physical therapy. Patient continues to complain of ¿pain felt in b thighs l>r felt after walking for 5 minutes, and is usually relieved by rest. He continues to complain of numbness and tingling in the r foot felt 75-100% of the time, he complains of decreased sensation on the anterior aspect of the r leg and the dorsum of the foot, 80% of sensation reported in comparison to the left. Patient complains of sharp pain in the low back when getting up from the prone or supine position.¿ on (B)(6) 2012 MRI for right lower extremity weakness/numbness. Interpretation: ¿straightening of the expected lumbar lordotic curvature with preserved alignment. No compression deformity. Developmental spinal canal stenosis primarily spanning l3 through ls by virtue of shortened pedicles at these levels.¿

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "serious complications like pain, physical limitations, required me to follow up frequently with my physician as well as a need for a follow-up surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-5 and l5-s2 disc herniation, discogenic back pain, and bilateral low extremity radiculopathy and underwent the following procedures: posterior lumbar interbody fusion at l4-5 and l5-s1, mini open transforaminal lumbar interbody fusion at l4-5. Complete arthroscopic and endoscopic discectomy via transpedicular transforaminal approach at l4-5 and l5-s1. Iliac crest bone graft. Local autograft. Allograft. Discogram for tissue identification purposes at l4-5 and l5-s1. Fluoroscopic interpretation of discogram for tissue identification purposes at l4-5 and l5-s1. Bone marrow aspirate. Application of brace. Three hours of fluoro time. Reconstruction of ilium. Use of platelet rich plasma. Use of interbody cage and pedicle screws. Use of inter-operative neurophysiology. Transforaminal nerve block left l5-s1 and right l4-5. As per op-notes,¿ spineology cage of the appropriate cage was selected for the l4-5 and l5-s1 disc space. These were placed on the cage insertion device and the tubes on the right side were exchanged for the spineology tubes. These were attached to the table mount. The cage was placed into the l4-5 disc space. Prior to placing the cage, iliac crest bone and local autograft bone mixed with bone morphogenic protein were placed into the anterior most aspect of the disc space in order to aid in the fusion. This was done through the opposite portal. The cage was then placed on the cage insertion device into the disc space. It was filled in the usual fashion using allograft chip bone.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.